Manufacturer narrative:
H10: the customer reported to the remote service engineer (rse) that the touchscreen was not working properly. Per good faith effort (gfe) response, it was confirmed that the device engineer calibrated the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint from the customer about the v60 indicating that the touchscreen was not working. It was reported that there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
E1: reporter phone: (B)(6).